Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that customer was at school and received a no delivery alarm and a motor error alarm. Customer's blood glucose was 463 mg/dl. Caller will treat customer with manual injection and will call back with insulin pump information in order to have insulin pump replaced.